Event description:
Legal case ¿ USA (mdl no. (B)(4)) patient ID: (B)(6). 26-aug-2024 additional information. It is reported via legal documentation that patient underwent rk revision (B)(6) 2024. Pre & post op diagnosis: right knee failed total knee replacement, right knee synovitis, right knee osteolysis. Medial arthrotomy was performed. There was very extensive synovitis and a very thorough synovectomy of the joint was performed. The poly liner was removed. There was noted to be wear of the liner. The femoral component was well fixed and removed. There was some fibrous tissue beneath it with osteolysis. There was no evidence of infection grossly, but specimens were sent to pathology. The tibia prosthesis was removed. There was some osteolysis. The femur was removed and sized. The medial as well as any posterior synovitis and scar tissue as well as osteophytes were then removed. Trial femur with the stem and augments were impacted. The knee was taken through rom and was noted to be markedly stable throughout the arc of motion. The patella was noted to be well fixed but there was some wear on the patella. Patella was removed and remaining osteolysis of the remaining patella was debrided. Trial patella impacted. The knee was once again taken through rom and was stable with excellent patellar tracking through rom. All trials were removed. Bone grafting of small femoral and tibial cysts was performed. Final implants were cemented into place. Arthrotomy was closed. Patient transferred to recovery room in stable condition. ***original summary*** it was reported via legal documentation that the patient was implanted with an truliant device on the right knee, with no revision surgery reported. It is stated the patient has suffered the following injuries and complications: pain, stiffness, swelling, instability, and discomfort which in turn negatively affected plaintiff¿s mobility and quality of life. There was no other patient/medical information provided. No x-rays or images were provided. There is no other information available. Unable to locate patient in ebi. No serial numbers available. The patient has filed a short-form complaint in a multi-district litigation titled in re: exactech polyethylene orthopedic products liability litigation, mdl no. (B)(4), and pending in the eastern district of new york. Per the transfer order creating this multi-district litigation, ¿plaintiffs¿allege that their knee or hip replacement devices¿failed prematurely because of degradation of the device¿s polyethylene component, which resulted in the premature removal (or planned removal) of the prosthesis at issue.¿ because the patient has filed a suit in this multi-district litigation, the patient appears to allege that the patient was injured as a result of premature wear of an exactech polyethylene device.

Manufacturer narrative:
The product associated with the reported event is within the scope of recall however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Manufacturer narrative:
1038671-2024-01982. 1038671-2024-03102 correction: please disregard this report as it was reported in error. Event was previously reported under report#: 1038671-2024-01982 and #: 1038671-2024-03102.